Manufacturer narrative:
Patient identifier should read case (B)(6). A medtronic representative reported that the issue has not reoccurred since the cables were reseated. No additional information was provided.

Event description:
A medtronic representative reported that, while pre-operative for a spinal fusion, the navigation system monitor went black without prompt from the user. The representative reseated the cables to resolve the reported issue. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.